Event description:
Physician reports a leak of the access port, noted on the taper I connector.

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product however the analysis has not been completed at this time.